Event description:
It was reported that shortly after the device changeout, there was no capture at maximum outputs. The patient returned to the lab for a lead revision and header check. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).